Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 171mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling noted during testing. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.